Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for implant procedure. During procedure, the left ventricular lead was difficult to be flushed. When the physician attempted to flush the lead, the lead shot off the syringe and fell on the floor. The lead was not used and replaced successfully.